Manufacturer narrative:
On 3/9/2019, a manufacturing record evaluation was performed for the finished device 30064126l number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 2/12/2019, biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch® sf bi-directional navigation catheter which was identified to have a foreign material on distal tip of the catheter. Device evaluation details: the device evaluation has been completed. The device was inspected and foreign material was found in the tip. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material was primarily composed of a biological-based material, presumably human tissue. As such, this event initially assessed as ¿foreign material¿ is no longer considered an MDR reportable event since the foreign material was presumably human tissue and there is no risk to patient. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the foreign material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Since this event has already been reported to FDA, bwi will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
On (B)(6) 2019, biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch® sf bi-directional navigation catheter which was identified to have a foreign material on distal tip of the catheter. Upon receiving the thermocool® smart touch® sf bi-directional navigation catheter, initial visual inspection identified ¿foreign material on distal tip of the catheter¿ which is considered an MDR reportable malfunction. The thermocool® smart touch® sf bi-directional navigation catheter was returned labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the malfunction found although no specific event details are available.